Event description:
The nurse reported the system froze during a case. The system was switched out to complete the case. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The company service rep found footswitch system message in the event log. The footswitch cable was replaced as a preventive measure. The system was then tested and met all product specs. The footswitch cable was rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).